Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A user facility biomedical technician (biomed) reported an ultrafiltration (uf) issue that occurred during a patient¿s hemodialysis (hd) treatment on a fresenius 2008t hd machine. Additional information was obtained through follow up with the biomed and a nurse from the facility. During the treatment, it was reported that a uf alarm had occurred. After the uf alarm occurred, an arterial alarm flashed on the machine. When the treatment was completed, it was noted that the patient¿s weight was the same as it was before treatment began (values not provided). Despite this discovery, the treatment data indicated that the correct amount of fluid was removed from the patient and the patient¿s uf target was met. It was confirmed that the same scale was used for both weigh-ins (pre and post treatment). The scale that was used is a ground scale that is regulated, and the clinic does not experience regular errors with it. The biomed suspected that the issue was caused by use error, and the nurse confirmed this to be a possibility. The biomed said the hd technician who was overseeing the treatment was new to the job. The biomed believes the arterial line was not inserted properly, or that it wasn¿t in all the way. The biomed thought this to be the case because of the arterial alarm that flashed immediately following the uf alarm. The patient did not eat or drink anything during the treatment. It was unknown if there were any adjustments made to the patient¿s uf goal, rate, or time. It was also unknown if the uf was turned off at any point during the treatment. Although the patient was upset that they did not lose any weight during the treatment, they did not experience any adverse effects due to the event, and medical intervention was not required. It was confirmed the patient did not have any symptoms during or after the treatment, and additional treatment was not needed. Following the treatment, the machine was pulled from service for evaluation. The biomed could not find any problems with the machine. The machine passed all functional testing, and no issues were encountered during the uf problem identification procedure. After uf testing was completed, the machine was returned to service. No repairs were needed. All attempts to obtain patient information from the user facility were unsuccessful.